Event description:
Information was received indicating that a smiths medical cadd solis vip pump had no power on batteries. No adverse effects were reported.

Manufacturer narrative:
H10 ? Device evaluation: one cadd solis pump was returned for investigation in used condition. The customer reported product problem (intermittent lack of power on batteries) was confirmed upon testing. The product problem occurred because multiple components were corroded, rusty, and contaminated. The components included the main pcb board, battery contacts/spring, and the power switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Although the component damages were attributed to the customer, a definitive root cause was not established.